Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided, with ketones. Cause was unknown. Customer required assistance with giving a correction bolus via the pump, manual injection and fluids to address bg level. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.